Event description:
It was reported that there was a loss of sensing on the right ventricular (rv) lead. The lead was capped and replaced. It was noted the loss of sensing is especially conspicuous in relation with the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.